Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported door not fully latched messages through "door jammed" messages in the history log, but could not reproduce them. The device was operating within specification with respect to the reported symptom, which was likely caused by the user not closing the door properly.